Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated.

Event description:
Additional information was received that defibrillation threshold testing was performed to assess the integrity of the shocking system. The testing was performed successfully with no other issues noted other than the ongoing high shock impedance levels. No additional adverse patient effects were reported.

Manufacturer narrative:
Most recently, red alerts have been generated for out-of-range shock impedance. There has been no intervention for the device system.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements. The crt-d was explanted for normal battery depletion. The rv lead was connected to the new device and exhibited shock impedance measurements within normal range so was left in service. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) lead did exhibit >125 ohms shock impedance. The following physician performed defibrillation threshold testing (dft) on this patient. The patient was induced and shocked with successful conversion of ventricular fibrillation (vf). The shock impedance was approx 40 ohms during this episode. After the episode, the device was interrogated and checked again. The shock impedance was consistently measuring in the range of 50-60 ohms. There was no surgical intervention nor adverse patient outcome. The physician does not feel that there is any issue with the system, such as fracture or set screw issue. Following the successful dft, the patient will be monitored at both routine follow-ups and via latitude.